Event description:
It was reported that patient underwent a revision approximately one week post implantation due to medial collateral ligament (lcl) injury because the patient fell. No additional information is available from the hcp.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. 42502206202 femur trabecular metal cruciate retaining narrow porous lot# 64906296, MDR: 0001822565-2024-00638. 42535007102 0 spiked keel right size e osseoti tibia lot# 66099546, MDR: 3007963827-2024-00048.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The complaint is not confirmed. A definitive root cause cannot be determined, as the cause of the patient fall is unknown and it is unknown if rehabilitation protocols were followed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.